Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-jan-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the auxiliary full height drawer's row b and c were off on the bus. A field service engineer rebooted the station; after rebooting the machine, auxiliary full-height drawer 7 rows b and c were off on the bus. All cubies, trays, and pockets were removed, and the bottom of the drawer was vacuumed. Contact points for trays, row board cable, and pockets were cleaned, along with the drawer controller board where the tie board cable connects. Retractor cables were reseated, which resolved the issue. Tested the device on the application and inventoried successfully. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the cubie pockets were off the bus.the customer reported that a malfunction took place when the user tried to dispense medication to the patient and there was a delay in dispensing the medication.there were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the cubie pockets were off the bus. The customer reported that a malfunction took place when the user tried to dispense medication to the patient and there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.